Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the emergency room (ER) with a gunshot wound. The surgeon did a low anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The lig ht-emitting diode (led) screen on the stapler showed green in lane 1, 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was an incomplete staple line distally. They opened the manual staple and tried the black reload. Also did not complete fairing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When then they look at the pictures of the linear stapler, they were not sure it fired all staples.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.